Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The product has not yet been received by allergan. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events as follows: "nausea and vomitting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: ? Abdominal pain, ?. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent necessitate re-operation."

Event description:
The explant surgeon reported that ten days after implantation, the pt experienced sudden onset reflux, which continued for three days until seen by the implant surgeon who removed all fluid from the band. The pt was then given antacids but reflux continued along with oesophageal spasm. The pt had ongoing spasm for the next two days, but no oral intake was possible, along with fever and sweats. Pt was given antispasmodic, but still had severe epigastic pain, and was now vomitting. The pt was admitted to public hospital and explant physician then performed a laparoscopy with drainage of collection from around the band. The pt post-operatively was given a barium swallow that showed potential leak in band, but that was eliminated on further investigation. She had ongoing heartburn and oesophageal spasm which continued for the next 17 months, during which time many investigations were carried out to discover the cause of her pain, such as further barium swallows, gastroscopy, etc. She never felt any satiety or satiation despite the band being slowly and conservatively inflated to 15cc. A second laparoscopy was performed, and the band buckle was obviously broken and therefore such large volumes of fluid were able to be injected into access port without any restriction. The band maintained fluid volume on each restriction, therefore, there was no leakage within the system. The band was subsequently removed and replaced with a new ap small and recovery has been uneventful.